Manufacturer narrative:
The report refers to product code 8881245164 illinois sternal-illiac needle with lot number 170300024. A device history record was reviewed and was confirmed that products were produced accomplishing quality requirements no non-conformance reports (ncr)s were found it. No samples were provided for evaluation, the preventive and corrective actions for this complaint will be documented on a formal corrective/preventative action (CAPA). A qa alert was issued at the manufacturing facility for the incoming inspection area. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submit date: 11/28/2017. An investigation is currently underway. Upon completion, the results will be forwarded. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reports that the bone marrow aspirate needle broke off in the patient's iliac crest during a procedure. Forceps were used to pull out the broken piece.